Event description:
Info received indicates the stretcher will not go into reverse trendelenburg.

Manufacturer narrative:
The technician found the foot hi/low cylinder would not lower, due to a broken reverse trend rod. The technician replaced the reverse trend rod to repair the bed.